Event description:
It was reported that the patient experienced fluid loss with their inflatable penile prosthesis. The device was replaced with a new 18 cm x 12 mm inflatable penile prosthesis. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced fluid loss with their inflatable penile prosthesis. The device was replaced with a new 18 cm x 12 mm inflatable penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.